Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the ostial left anterior descending (lad) artery. A 15mm x 4.00mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured upon inflation. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded with blood in the hub and lumen. The balloon, markerbands, and proximal bond were microscopically inspected. Inspection found no damage or irregularities with the inspected areas. Functional testing consisted of attaching an inflation device filled with water to the hub of the nc quantum apex. When pressure was applied, water was found to be streaming from the shaft/port/exit notch area. Microscopic inspection revealed shaft damage (perforation) 4mm in length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the ostial left anterior descending (lad) artery. A 15mm x 4.00mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured upon inflation. No patient complications were reported and the patient's status was stable.